Manufacturer narrative:
This report is submitted on august 4, 2023.

Manufacturer narrative:
This report is submitted on june 29, 2023.

Event description:
Per the clinic, the device was explanted (date note reported). Additional information has been requested but it has not been made available as of the date of this report.